Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead.

Event description:
Boston scientific received information that during routine replacement of this pacemaker, the right atrial (ra) and right ventricular (rv) leads were unable to be removed from the device header. The patient was pacemaker dependent. The back of the header was cut and the leads were then successfully removed and connected to the replacement device. No adverse patient effects were reported.